Manufacturer narrative:
The reported complaint of the no loss of capture being displayed on the programmer via the link module was confirmed. Based on the information provided, it was determined that the loss of capture was not displayed on the programmer due to the impedance mismatch at the skin electrode site. This mismatch results in the display of the signal by the link module being different from that of the external ECG monitor. The source of the mismatch is at the skin electrode interface. Hair, dead skin, skin oil can change the electrode electrical properties of each electrode and cause an impedance mismatch between them. Electrode interface impedance can vary from skin site to skin site due to the presence of hair, dead skin, skin oil, loose electrode, etc.

Event description:
It was reported that loss of capture wasn't able to be observed during a capture threshold test. As a result, the patient experienced arrhythmia and dizziness. The capture test was terminated to resolve the event, and the patient was in stable condition.